Manufacturer narrative:
Reported event: an event regarding incorrect placement involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: ensured fiber optic terminations clean and free of debris. Observed ¿ j3 transmission cable value lower than nominal value, auto arm accuracy failed on right side. Adjusted ¿tensioned and propagated j3 cables to nominal tension, performed homing constants and automatic kinematic calibration on both sides of robot to reteach arm accuracy. Replaced ¿ no parts needed replacement at this time. No problems were observed during validation testing. System has been cleaned and stored in designated location. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1955 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999 shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by the j3 transmission cable value being lower than the nominal value and auto arm accuracy failing on right side, as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported postoperative x-rays showed inclination and version of cup did not match planned values intraop. Robot not available for service until wednesday 8/28. Will resubmit wo personally that day. As reported via complaint form: the planned inclination and version did not match final results case type / application: tha 4.1.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported postoperative x-rays showed inclination and version of cup did not match planned values intraop. Robot not available for service until (B)(6). Will resubmit wo personally that day. As reported via complaint form: the planned inclination and version did not match final results case type / application: tha 4.1